Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: ¿ observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Continued e1 (email): (B)(6) .